Event description:
Pt's wife reported leaking of medication (fluorouracil) at the connection of the catheter and tubing at the injection site. Rn sent to pt's home to evaluate. Rn noted crack in the extension set from the port needle. Pt's port-a-cath was reaccessed by rn and medication infusion resumed.